Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there were exposed wires during testing and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor rpms could not be tested due to exposed wires and the device was out of calibration at all readings. The motor, plug harness, strain relief, throttle, and various bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.